Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result that was generated by the access 2 instrument. The elevated accu tni result (sample a) was 10.46ng/ml. The elevated accu tni result was not reported out of the lab. A second sample (b) was drawn. The customer indicated that sample a was retested after the result from sample b was reviewed. The accu tni result from sample b was 0.04ng/ml. The repeated accu tni result from sample a was 0.05ng/ml. Both results were reported out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.